Manufacturer narrative:
No samples received from the customer. No pictures were provided by customer. We must have samples returned for quality assurance so that a proper investigation may be conducted. Therefore, this complaint can not be determined.

Event description:
Customer states they are not having the suction needed to fill the tube completely.